Event description:
It was reported that after a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 had a broken cover. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the isi field service engineer and obtained the following information: the broken cover was reported by customer, but when the fse went on site, he discovered a loose cannula mount and replaced the universal surgical manipulator (usm). When the usm cannula mount is loose the 4th arm becomes unusable, but the system could still be used in 3 arm configuration if surgeon wanted. Customer converted to another da vinci that was available because of the broken cover. Customer never complained about cannula mount.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.